Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion set tubing separated from the coupling. Patient stated his blood glucose level was 280 mg/dl. Patient's normal blood glucose level was not provided. Patient reported changing the infusion set and corrected the blood glucose level via the infusion device. Patient stated he got his blood glucose level under control by himself. Patient reported the infusion set was in use for 3 days and the infusion set tubing was in use for 6 days. Patient could not recall the date and time of the incident. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
A visual inspection and a test for flow, leak and static pull were performed on the returned used device. The tubing was detached from the tubing connector. The reference samples were visually inspected and tested for flow, leak and static pull. All test results were within specifications. The problem mentioned by the customer is related to mishandling of the product by the customer.